Event description:
It was reported that the catheter was inserted without incident. The patient felt "a lot of discomfort" and each pulse made his muscles twitch. As a result, the catheter was removed and replaced. The patient is now in the intensive care unit (ICU) and is still being placed. The interruption in therapy was only a minute or two until the second catheter was inserted. The patient outcome is listed as still in the ICU. The md stated that the insulation around the wire does not appear "right. The md is sending the "pacer" back to us. There was no reported patient death or injury. Ref MDR #1036844-2010-00202 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.